Event description:
The customer reported that the pharmacist ran a control test with her contour next gen meter and obtained a readings of 211 mg/dl at 12:23 p.m. The meter did not automatically mark the reading as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Manufacturer narrative:
The customer returned the suspected contour next gen meter, contour next test strips and contour next control solution from lot # 3bv2g12 for evaluation. An in-house testing was performed with the returned meter, test strips and control solution, which gave a satisfactory performance. The control readings obtained with the in-house testing were properly marked as control results.